Manufacturer narrative:
Final analysis found the reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a defibrillator replacement procedure, the implantable cardioverter-defibrillator exhibited a setscrew anomaly. The device was explanted and replaced. No patient symptoms were reported.